Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vx0q, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A healthcare provider via a manufacturer representative reported that there was lead insertion difficulty during a procedure. Two implantable neurostimulators (inss) were tried and they could get the set screw to back out, but it kept getting in the way. When they tried to advance the lead, it would go in a little bit past the screw, but then it wouldn't advance anymore. Even when the set screw was backed out, they still couldn't advance the lead. A third ins was used, it worked perfectly, and the impedances looked great. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found that several of the connector edges and the weld pools on the connectors get suck on the edge of the #0 connector of the ins depending on the orientation of the lead. The bore of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.